Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2026 while reportedly wearing the lifevest. The patient received four inappropriate treatments. The device was started up at 18:29:11 on (B)(6) 2026. At 12:27:02 on (B)(6) 2026, an arrhythmia was detected. ECG shows asystole. Between 12:27:38 and 12:30:16, the patient received four inappropriate treatments. Oversensing of low amplitude cardiac signal contributed to the false detection. Rhythm at the time of each treatment was asystole, which is a non-life sustaining rhythm. Post shock rhythm continued to be asystole, which is a non-life sustaining rhythm. The device was shut down at 18:28:13 on (B)(6) 2026.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.